Event description:
It was reported that the patient presented in clinic for a routine follow up. The atrial lead was found to be dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in healthy condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.